Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the pyxis medstation es main (device not detected on bus) was confirmed during fse testing and subsequently validated in the dchu testing process for the pcba pmc v1.06/v0.09bl hh. According to work order 02104741 the field service engineer (fse) replaced the positioning sensor and the boards. After that, the system was rebooted, and a test was performed. Laboratory inspection confirmed that the pcba pmc v1.06/v0.09bl hh was in good condition with no signs of physical damage, loose components, fluid ingress, or missing components. Laboratory tests confirmed that the pcba pmc v1.06/v0.09bl hh had a damaged electronic component; therefore, no further testing was performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was confirmed as a faulty board. The pcba pmc v1.06/v0.09bl hh had an open fuse f201 which led to circuit instability and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, and device was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. As per part investigation, it was determined that the drawer failure was caused by a faulty board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the half-height drawer 3.1 was off the bus and there were no lights on the boards. A faulty positioning sensor was identified as the cause of the drawer boards malfunctioning. A field service engineer replaced the drawer position sensor and the drawer controller board to fix the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, and device was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.